Event description:
Report received of an overdelivery. The customer contact indicated that the event was the result of an error in programming the pump. At 0800, the nurse reportedly found the pump delivering an undiluted dose of cyclosporin in a 10ml syringe at a rate of 1ml/hr. The reporter speculated that the intended dose was 90mg over a 24 hour period and that the rn may have used "straight cyclosporin from the 50mg/ml ampule". The reporter indicated, "the nurse did not follow the administrative guidelines for cyclosporin administration. The facility protocol is to use a concentration of 250mg of cyclosporin in 250ml." There were no reported adverse pt effects and no medical interventions were required. Though requested, no additional info was provided.